Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator implantable cardioverter defibrillator (ICD) believed their device was emitting beep tones. The device triggered end of life (eol) a (B)(6 )ago and now displayed a fault code. It was noted that the patient was lost to follow up. There was a 4 minute run of ventricular fibrillation (vf) which was converted with a long charge time of 30.5 seconds and the monitoring voltage was 2.2 volts. The patient did experience a syncopal episode as a result of the extended charge time measurements. Additional information indicated the device had not been checked for several years as the patient had moved and was lost to follow up.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.